Event description:
It was reported that the patient experienced hypoglycemia while using the ilet and subsequently lost confidence in the device, with field feedback indicating an adaptation-related issue; the device was replaced through an upgrade process and the prior unit was returned. Symptoms included low glucose with the lowest reading reported as ¿low,¿ approximately thirty minutes of glucose under 70 mg/dl, and device low and urgent low alerts. Outcomes included self-treatment with carbohydrates, no need for assistance, and no medical intervention or hospitalization. Investigation included collection of a low blood glucose questionnaire and device return logistics for evaluation. Investigation of this case revealed no confirmed device malfunction at this time and the event was characterized as cause unclear with user adaptation noted. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.